Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump's battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-oct-2019 with the following findings: during investigation, there were frequent low battery warnings and replace battery alarms observed in alarm history. The pump electrical current draws were tested and were within specifications. The display was found to be dim/faded. The battery compartment cracked above grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.